Event description:
It was reported that there were sudden and random dips in stimulation. The device was explanted on (B)(6) 2014 and was replaced. The issue was resolved. The patient was alive with no injury and it was unknown if there were any patient symptoms associated with the event. The patient was doing very well. The checks were satisfactory and ¿1plot to not work on 8¿ as was the case prior to the change. It was noted that this had meant that from the lead with its 8 electrodes, one electrode was not functioning. The patient was satisfied and the situation was being monitored. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported one of the contacts had high impedance value. There was no revision or change of the lead. Seven contacts on the lead were correctly functioning and there were no difficulties noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).